Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime/compromised force sensor system, excessive no delivery, and occlusion tests along with the self test and unexpected restart error alarm test. All of the unit's operating currents tested within specification range and the device passed the off no power test. The following physical damage was noted: cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked casing near the display window corners, cracked display window, and minor scratches on the display window.

Event description:
The customer reported via phone call that her blood glucose was high and when she changed her set she noticed that a piece of the reservoir tube was broken off. The patient's blood glucose at the time of incident was 500 mg/dl. The customer mentioned that her vision was slightly blurred. She treated with a manual insulin injection. Troubleshooting for the high blood glucose was declined as the customer believed that the cortizol injections she was on contributed to the hyperglycemia. The customer was advised to discontinue use of the insulin pump due to the crack and to revert to a medically prescribed back-up plan. The insulin pump was returned for analysis.